Manufacturer narrative:
(B)(4). Batch: r58v4y. Investigation summary the ec60a device was received for analysis with no apparent damaged and with an ecr60d cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3, and with the cartridge deck damaged. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partially fired is consistent with an incomplete or interrupted cycle. The damaged on the cartridge is due to driver misaligned. While no conclusion could be reach as to how the driver was misaligned, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the radical resection of intestinal cancer surgery, could not fire when severing intestines tissue on the first firing. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.